Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the display of his onetouch ping enhanced meter was fading. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged display issue began at 12:00pm on an unspecified date, 3 weeks prior to contacting lfs. The patient reported having to be in a dark room in order to be able to read the meter result. The patient informed the csr that he manages his diabetes with insulin (self-adjuster). The patient claimed that when the alleged issue first occurred, he had to ¿guess¿ his lunchtime bolus dose when he was out and four hours later developed symptoms of ¿thirst and frequent urination¿; symptoms he associated with a high blood glucose excursion. The patient claimed he tested his blood glucose at the onset of the symptoms with an unspecified meter and a result of ¿19 point something mmol/l¿ was obtained. There was no mention of medical treatment/intervention received as a result of the alleged issue. At the time of the troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the reported display issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.